Event description:
It was reported to boston scientific corporation in 2006 that an extractor xl retrieval balloon was used during a procedure (patient gender, age, and weight unknown). According to the complainant, "the balloon was ruptured when it was inflated" inside the common bile duct. The procedure was completed with another device (manufacturer unknown). There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as ok.

Manufacturer narrative:
Cause of failure unknown. A visual examination the returned extractor xl retrieval balloon confirmed that it was torn completely around the circumference of the balloon adjacent to the proximal bond. The rest of the balloon remained attached to the distal bond. No other defects were detected. A search of the complaint database revealed no additional complaints reported for the same lot. A DHR review was carried out and no anomalies were found. The cause of the reported complaint is undetermined.